Event description:
It was reported that the ventilator alarmed for open safety valve. There was no patient harm. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The customer was assisted through a phone call for this complaint. The reported technical alarm indicates that the safety valve was open and according to service manual first remedy to solve this problem is to check the inspiratory channel. After the customer took this recommended action and cleaned the inspiratory channel/pipe, it was reported that the alarm did not appear again. The ventilator passed all the safety tests and returned to clinical use. There was no ventilator malfunction. H3 other text : 4117

Event description:
Manufacturer ref.: 232767.